Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator generated alarms for high continuous pressure and low oxygen concentration. There was no harm to pt. (B)(4).